Event description:
It was reported that there was dissatisfaction with the stylus placement to cursor alignment on the programmer, and the programmer's stylus could not be calibrated. When attempts were made to calibrate, it just kept rebooting when attempting to access the calibration program. An attempt was made to place the programmer in hibernation, but the programmer then froze in the reboot phase. The caller was advised to return the programmer to service. There was no patient involvement.